Event description:
A cerebrospinal fluid (csf) leak was reported. There was fluid buildup at the catheter track near the anchor which was thought to have probably been csf leaking. The catheter was replaced on (B)(6) 2015. It was unknown what drug the pump contained. The patient¿s outcome was requested.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).